Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had particulate matter inside. The event was further described as unspecified particulate was observed floating in the bag after adding the (unspecified) solution. There was no patient involvement. No additional information is available.